Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient's peg could no be mobilized for a month. On (B)(6) 2022, during a gastroenterological visit, the patient was diagnosed with buried bumper syndrome. On (B)(6) 2022, a gastroscopic procedure was performed, and the internal bumper was repaired. The patient's tubing was not removed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.